Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen had a small "dead" pixel displayed on the screen. Reportedly, the pixel appeared to be red, however, the pixel was not interfering with the customer's ability access the pump feature. There was no reported impact to the customer's blood glucose level.